Event description:
The rptr stated that rptr did meter to lab comparison tests, done wihin minutes. Rptr'd meter reading was 148 mg/dl, and the lab test result was 188 mg/dl. Rptr did not have any symptoms. On follow-up, the rptr stated that rptr does insert strip all the way in meter, checks back of strip for a blue confirmation dot, and cleans the meter. Rptr's technique of applying blood, as described, is accurate. No harm was alleged.